Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from a half day infusor during infusion. The reporter stated that the infusor was filled with desferrioxamine 1.5g in 38ml sodium chloride. There is no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.